Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The light adjustable lens (lal sn: (B)(6), +25.0d) was explanted due to a refractive surprise after implant prior to any light treatments. On (B)(6) 2023, 1 week after implant, the patient's uncorrected distance visual acuity (ucdva) was 20/150, manifest refraction (mr) was -3.00 +0.50 x061, and best corrected distance visual acuity (bcdva) was 20/20. The treating physician determined that she may not be able to achieve the planned target due to the large refractive surprise; therefore, she opted to explant the lens and replace it with another lal of a different power. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal sn: (B)(6), +25.0d) was explanted due to a refractive surprise after implant prior to any light treatments. The lal was explanted and replaced with another lal. Rxsight's date of first awareness was 06/19/2023.